Event description:
It was reported that the patient underwent a procedure where rhbmp-2/acs was implanted laterally in the spine. The patient has had continued numbness and pain post-operatively requiring daily pain medications. No additional information was provided.

Event description:
It was reported that on: (B)(6) 2011: the patient presented with recurrent left l5-s1 herniated nucleus pulposus and underwent the following procedures: redo l5-s1 decompressive laminectomy and medial fasciectomy with bilateral foraminotomies. Redo left l5-s1 discectomy with posterior lumbar fusion using spinal elements peek cage and rhbmp-2/acs. Bilateral l5-s1 spinal elements mercury and posterior segment fixation with bilateral posterior segment fixation with bilateral posterior and posterolateral fusion using rhbmp-2 autologous bone posterior elements and additional cadaver allograft chips. As per-op notes, ¿rhbmp-2/acs was inserted medially following insertion of 10*27 mm spinal elements peek cage filled with rhbmp-2 and countersinking several millimeters. Rhbmp-2 autologous bone grafts from the posterior elements were placed up in posterior and posterolateral level at l5-s1 bilaterally.¿ no patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011, the patient underwent a posterior lumbar fusion at l5-s1 using rhbmp-2/acs. Following the surgery, the patient had significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that showed that the patient had developed boney overgrowth. The patient has reportedly received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from the surgery and she has daily, disabling pain that prevents her from performing many basic activities of daily living.